Event description:
It was reported the lead impedance had been rising and is now at 4000 ohms. Capture threshold also rising and no r waves. Technical consultant suggested possible conductor wire "integrity issue". The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance had been rising and is now at 4000 ohms. Capture threshold was also rising and no r waves were observed. The lead was replaced. There were no patient complications reported as a result of this event.